Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to laparoscopic appendectomy, when the scrub nurse opened the product, the needle and the thread were found to be disengaged. When a new product was opened, there was no problem, so the procedure was continued. There was no patient involvement.